Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the exposed portion of the soft cannula to be bent, kinked or damaged. Corrosion was found on the pcb through the bottom housing. No cracks were observed in the top or bottom housing that may have caused internal corrosion. A power supply was used to download data from the device due to the corrosion on the pcb and low voltages of the batteries. The download data returned a 0x3d alarm, indicating the step sensor was asserted before wire driven. This is an indication of a pod that is leaking. No timeout was observed in the device data but a drive stall was seen at the end of the run. The fluid path was inspected and an internal tear was found at the base of the soft cannula right at the nail head. Fluid was observed leaking from the internal tear. This tear caused the corrosion on the pcb and the 0x3d alarm. The drive mechanism was inspected for the potential cause of the drive stall, but no damages or deficiencies were observed. The exact cause of the drive stall could not be determined. No other damages or deficiencies were observed during the investigation.

Event description:
It was reported that the patient's blood glucose (bg) levels read high >500 mg/dl, while wearing the pod between 36 and 48 hours on the arm. The pod was removed, and the cannula was noted to be bent. Hyperglycemia treated taking extra insulin (not specified).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.